Manufacturer narrative:
(B)(4). There was no reported device malfunction and the devices were not returned for evaluation. The reported patient effects of worsening mitral regurgitation (mr), mitral valve injury (tissue damage), and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the mitraclip that the device may be related to the following adverse events: torn chordae, mitral valve surgery, blood transfusion, sepsis, prolonged intubation, heart failure and recurrent mitral regurgitation. Individual patient or procedure information was not provided. Details regarding these adverse events are listed in the attached article, titled "percutaneous mitral valve repair with the mitraclip: early results from the mitraclip asia-pacific registry (mars)".

Manufacturer narrative:
(B)(4). Mean age of patient population. Estimated date of occurrence. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The deaths and device issues referenced in the article are filed under separate medwatch report#. Percutaneous mitral valve repair with the mitraclip: early results from the mitraclip asia-pacific registry (mars) : khung keong yeo, mbbs; jonathan yap, mbbs; eric yamen, md; nasir muda, mbbs; edgar tay, mbbs; darren l. Walters, md; teguh santos, mbbs; xianbao liu, md; paul jansz, md; james yip, mbbs; robaayah zambahari, mbbs; jurgen passage, md; tian hai koh, mbbs; jian'an wang, md; gregory scalia, md; tvandito kuntjoro, mbbs; amiliana m. Soesanto, mbbs; david muller, md. Publication: eurointervention 2014.